Manufacturer narrative:
A correction was made. The event is both a product and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was functional. It was just not helping with patient's pain in left leg and hip. Patient electrodes 1,2,3 were oor. Issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the implant was not functioning. The patient stated his implant had not been working properly for about a year. No environmental or external factors were reported to have contributed to the issue. The patient was scheduled to be seen on (B)(6) 2018 at the healthcare provider¿s clinic. The issue was not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that there were high impedances.